Event description:
The explanted vns generator was returned for analysis on (B)(6) 2012. Results of the bench diagnostic testing indicated the device was operating properly with "neos = yes";. No anomalies were noted and the generator performed per specifications. The vns lead was not returned.

Event description:
Reporter indicated that high lead impedance 10,000 ohms was noted with vns diagnostics testing during vns generator replacement surgery on (B)(6) 2012. Reinserting the lead pin into the new vns generator did not resolve the high impedance, ruling out a lead pin issue and making a lead fracture more likely as the cause of the high lead impedance. Vns diagnostics with the new generator and new lead were within normal limits. X-rays were not performed. There is no known event per the reporter which may have caused the high lead impedance.device diagnostics were last within normal limits in june 2012 (2200 ohms).

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.